Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5091232 on (B)(6) 2019. It was reported that a female patient who underwent breast surgery with 325cc mentor smooth round moderate plus profile saline breast implants experienced tiredness, swollen lymph nodes in neck, fatigue, joint stiffness, metal taste in mouth, pain on side, gastrointestinal issues and digestive issues post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2020-00766 for contralateral prosthesis report.